Event description:
It was reported that the target lesion was located in the proximal to distal left circumflex (lcx) with moderate tortuosity, heavy calcification, and 75% stenosis. The 3.0 x 15 mm rx tenku balloon ruptured during the first inflation at 8 atmospheres (atm). The device was exchanged for a 2.75 x 15 mm nc trek to continue the procedure. The physician commented that balloon rupture might have been caused by the heavy calcification. There was no report of a clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. It is likely that the balloon rupture was due to the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.